Event description:
The patient was wearing the pod on the arm for approximately 1 to 4 hours prior to the reported event. The patient was not wearing the pod at the time medical attention was sought. The patient reported that the pod application displayed a ¿pod error¿ message with reference code (B)(4), accompanied by an audible alarm. As a result of the error and alarm, the patient deactivated the pod. Medical attention was sought on (B)(6) 2026. The patient reported persistent vomiting beginning on the night of (B)(6) 2026, along with elevated ketone levels in urine. The duration of the hospital visit was greater than 24 hours, and the patient was discharged on (B)(6) 2026. The diagnosis reported by the medical professional at the time of treatment was diabetic ketoacidosis. Treatment included administration of fluids and insulin to address elevated ketone levels.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.